Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator was giving error code message of data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed. Reportedly, customer flexed the motor controller to data acquisition cable, the unit went to ventilator inoperative data acquisition pcba adc reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) received the data acquisition pcba to motor controller pcba cable for evaluation. Visual inspection of the data acquisition pcba to motor controller pcba cable revealed evidence of a dent marks on the ribbon cable. The data acquisition (da) pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue could not be determined due to no failures were identified. The service technician replaced the data acquisition (da) to motor controller (mc) pcba cable; the retention bracket kit; and the gas delivery system (gds) to resolve the reported issue.

Manufacturer narrative:
Failure investigation (fi) received the gas delivery system (gds) assembly for evaluation. Visual inspection of the gds revealed no evidence of damage or contamination. The gds was tested and no failures were identified. The root cause of the reported issue could not be determined due to no failures were identified.